Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient indicates she is still experiencing a rash and itchy bumps from wearing the 63b electrodes. The patient stated that she may be allergic to something in the "glue;" the doctor gave her steroid cream to use. She really doesn't want to use the cream because of the steroid. The patient will wear the electrodes until her skin starts to itch, then she will take them off to let it subside. She will try to use the unit intermittently, and she will call back if there are any issues. Nothing was shipped at the time of the call. No product to return.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient indicates she is still experiencing a rash and itchy bumps from wearing the 63b electrodes. The patient stated that she may be allergic to something in the "glue"; the doctor gave her steroid cream to use. She really doesn't want to use the cream because of the steroid. The patient will wear the electrodes until her skin starts to itch, then she will take them off to let it subside. She will try to use the unit intermittently, and she will call back if there are any issues. Nothing was shipped at the time of the call. No product to return. No additional patient consequences have been reported. 63b electrodes ere not returned for evaluation.